Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm the issues were noted prior to patient use.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 07/25/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there were defective pcu (8015) keypads resulting in the devices not turning on was not determined because no product was returned. The reported issue that there were defective pcu (8015) keypads resulting in the devices not turning on could not be confirmed; no product was returned for investigation. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm the issues were noted prior to patient use.